Event description:
It was reported that during routine follow-up, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode upon interrogation. The device replacement procedure is expected to be scheduled. The crt-p device remains in service. No adverse patient effects. Further information was requested regarding the device replacement procedure, however, no information was provided.

Event description:
It was reported that during routine follow-up, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode upon interrogation. The device replacement procedure is expected to be scheduled. The crt-p device remains in service. No adverse patient effects.